Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis summary: analysis of the returned device identified: crack opening on diaphragm valve, opening linear on posterior, delamination of diaphragm valve and crease flat. Leak test and microscopic analysis was performed which identified: striated opening on posterior, delamination of diaphragm valve, wear abrasion and crack opening on diaphragm valve. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A cracked valve seat diaphragm valve. A delamination partial of the diaphragm valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.